Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the arm connection failed due to a memory allocation issue that prevented its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. The issue experienced will be addressed through the continuous improvement of our product in the preventative maintenance. Unique identifier (UDI) #: (B)(4).

Event description:
The controller would not connect while attempting to register for the first time. Upon pressing 'restart', the controller would not connect. After a full restart and unplugging of the robot, the clinical representative (cr) was able to get the robot connected without any further issues.